Event description:
It was reported ((B)(6)) patient did not receive adequate coverage since implant. In turn, surgical intervention was undertaken on (B)(6) 2019. Intra-op diagnostics revealed normal impedance. Physician tried to reposition lead but was unable to achieve adequate coverage. As a result, the lead was explanted and replaced with a new lead. Reportedly, adequate coverage was achieved post operatively.